Event description:
This (B)(6) subject had a previously implanted pacemaker which was inactivated on (B)(6) 2009. On (B)(6) 2009, the pt had a sorin crt device implanted and had done well over the last year from a heart failure standpoint. He is scheduled this date for elective removal of old inactive pacemaker generator, and for capping his a and v leads. When the ICD was interrogated, and reprogrammed the interrogation demonstrated that the device was in vvi mode at 60 bpm but the device was not pacing even with the ventricular response that dropped to 55 bpm. Lead thresholds were unobtainable and impedances on all leads were measured at 3000 ohms, and intracardiac electrograms were unobtainable. On (B)(6) 2010, attempts were made to reprogram the device as advised by (B)(6), but to no avail. The bi-v generator was removed, and the atrial and ventricular leads capped. The generator was then sent back to the company for analysis. In reviewing the protocol inclusion and exclusion criteria, there was nothing specific noted on either the pocket card nor in the protocol's inclusion/exclusion criteria (item 2.3 page and 7 and 8 of 27). However, on closer examination, it does state in section 1.1 last paragraph that pts with existing ICD's or pacemakers may be enrolled if they are upgraded to the ovatio crt and the situs otw lead and the prior device is removed. This was a deviation from protocol and irb and the sponsor were notified. As a result, the company sent a formal clarification to the investigator and all investigative centers. As a result, a new boston scientific bi-v device was implanted and without sequelae at 4 week post implant.